Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. The t-connector of the tubing set was connected to the patient's peripheral IV catheter. After an unspecified length of time in use, the customer contact noted an unspecified amount of blood leaking at the connection site. The tubing set and the catheter were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field.